Event description:
Edwards learned of an explanted 23mm aortic bioprosthetic valve that was explanted for unknow reasons after an unknown implant duration. There were no reported complications.

Manufacturer narrative:
Device evaluation summary: as received, minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was minimal at stent inflow and outflow. The wireform was exposed along the circumference on the inflow aspect of the valve. The wireform was intact with no visible damage, as evident in the x-ray. Incidental findings: entire circumference of sewing ring was cut off and returned with the device. A piece of native tissue was also returned along with device. Mechanical damage was observed on leaflet 3 on the outflow aspect and appeared to be serrated. These damages are most likely due to implant or explant. The device was returned and evaluated, although there is no reason for explant, it was most likely caused by pannus encroachment on the valve orifice. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Event description:
Further investigation revealed this 23mm aortic valve, implanted approximately 1 year, was explanted due to paravalvular leak. A competitor's device replacement was implanted and patient was reported to have been discharged.